Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer tested the drawer in hta and swapped the mother of all boards (moab), but the issue still persisted. The field service engineer removed the old cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the auxiliary drawer was failed and not detected on communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.